Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient stated, the device stopped working and it did not take a charge after a fall sometime in 2010. The patient was in on the day of the report for a battery replacement and potential lead revision. The battery was replaced and all impedances were normal. There were no patient symptoms or injuries.

Event description:
Additional information received reported the reason for removal was indicated as "not normal battery depletion." It was noted the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (restore ultra 37712, serial #(B)(4)) found its battery was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recovery (pmr), the total recharge count was 6. Three were performed prior to receipt of the device in the analysis lab; the coupling records showed zero bars of coupling for these three sessions. The last recorded recharge session done while the device was implanted was on (B)(6) 2009. The device was recharged for 3 minutes. The battery charged from 3.845v to 3.850v. Prior charge on (B)(6) 2009 lasted for 21 minutes and the battery charged from 3.960v to 4.035v. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009. The battery discharged rapidly in the analysis laboratory; telemetry was successful after the third recharge. No coupling or recharging issues were observed. Recharger coupling matched known good ins.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).